Manufacturer narrative:
Original submission failed acknowledgement 3 (ack3) and was not realized until may 2021. Mesa worked with the esg help desk.

Event description:
Six tests produced positive results and when they were reflexed to a central lab pcr (using saliva samples) five of the six were shown to be negative. Covid lead for (B)(6) and suggested that this most likely was caused by cross-contamination or faulty saliva test results. Customer doing further investigating. Internal investigation testing of ln v2101a351 was done and all 10 cassettes were negative no adverse event occurred. The used devices were not returned to the manufacturer, but devices manufacture and qc results from the same lots were evaluated with no issues. The manufacturer has not confirmed that the device malfunctioned. Information reported by user is being reported as required by 21 cfr 803.